Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma-late, rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture", ¿thickened capsules stronger on the right side with a double capsule on that side", "moderate sallow seroma, not smelly", "capsular contracture, baker grade unknown". The device has been explanted.